Manufacturer narrative:
(B)(4). The pump passed the displacement test. Tested with a test p-cap and test p-cap properly locks into reservoir, however, retainer ring damage was noted. The following were noted during visual inspection: keypad overlay peeling, missing display window/cover, stained keypad overlay, pillowing keypad overlay, cracked retainer. Cosmetic damage was not found at battery compartment, however, other cosmetic damage was noted. Retainer ring damage confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer had discontinued using the insulin pump. The insulin pump was returned for analysis.